Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11. Livanova field service engineer was dispatched to customer facility, inspected the device and confirmed that a calibration error message has been displayed. Repair is requested at manufacturing site.

Event description:
Livanova deutschland received a report of an electronic venous occluder (evo) which did not function properly and an error message has been displayed. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: the evo clamp was returned to the livanova manufacturing site for repair. The device was cleaned and disinfected, pin point and mechanical calibration were carried out. Functional tests were performed and passed successfully, the unit was put back into service. The involved evo clamp was manufactured in 2024 and, according to the complaints database review, no further similar incidents have been reported in the past. Complaints database statistical analysis did not reveal any concerning trend related to reported failure mode. Based on the investigation findings, and considering that no hardware component was replaced, the most likely root cause of the event is a calibration drift in the force required to close the clamp that developed over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.